Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: * please provide the lot number. * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) ¿ I have inserted lot no during the pc creation. Please see bellow the no again: o v316h ¿ vicryl lot sjbcqrr0 ¿ person providing answers to follow-up questions ¿ monika kulahavá ¿ mentioned in pc too , only czech speaking attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide correct lot associated with this complaint. Lot sjbcqrr0 / sjbcqrro is invalid lot.

Event description:
It was reported that a patient underwent a kidney procedure on (B)(6) 2023 and suture was used. During the procedure, the customer complains of insufficient strength of the thread connection to the needle. The needle falls off during the suture when properly held in the needle holder. The connection is not strong enough. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested and the following was obtained: correct lot provided: sjbcqrq0.